Event description:
It was reported that after a da vinci s hysterectomy procedure, two holes were observed to have been burned in the monopolar curved scissors (mcs) instrument tip cover accessory installed on the monopolar curved scissors instrument. No arcing was observed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed two holes burned though the silicone. The silicone exhibits localized melting around the hole which is indicative of an arcing event. The hole sizes are .055 and .045 x .075 with varying shapes (round and oblong), and are located .075 and .320 above the silicone to sleeve interface. An additional investigation is being conducted to determine root cause of this event. If additional information becomes available, a follow-up MDR will be provided.